Event description:
It was reported that the programmer was able to power on however the screen did not load. It was further noted that the "neck" was broken. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer powered on but that the screen did not load as well as that the "neck" was broken, causing its display screen to tilt downward. A reconfiguration and software reload were completed as well as replacement of the upper display hinges to resolve all. Analysis also noted that the lower display hinge bullet covers were missing, the tab on the power cord door was broken, the keyboard latch was broken, the bezel overlay was damaged at the top center screw hole and the hard drive health was found to be less than 100%. All found defective parts were replaced to resolve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).